Manufacturer narrative:
The customer contacted olympus technical assistance center (tac), reported that they had powered off the system, cleaned the contact points on the scope, and used the compressed air from the can to clean the socket on the xenon light source. The b30 error went away but the e315 error came up. Tac advised the customer to remove the videoscope cable from the video system center when using the 190-series scopes as it could create the e315 error. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed errors b30 (scope communication error) and error e315 (non-compatible scope error). The reported issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h3 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, leakage occurred from insertion section during user handling, which led to water invasion of the device. Subsequently, abnormality of electronic parts occurred, and the b30 and e315 errors occurred. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.